Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged and migrated. The physician was unable to dissect it and decided to surgically abandon the lead. This ra lead was replaced with a new lead. No additional adverse patient effects were

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.